Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation revealed this device and implantable defibrillation lead exhibited low out of range pacing impedance measurements. Low r-wave measurements were also noted. No adverse patient effects were reported.